Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the isolated standalone board was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the generator section was not ready and x-ray was not possible. There was no patient present when this issue was identified.

Manufacturer narrative:
The standalone board was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.